Event description:
It was reported from ous that during an orthopedic shoulder surgery there was damage of the threads to the stem inserter. There was no delay and no patient injury. All pieces were retrieved from the patient. The engineering evaluation shows that the handle on the device was broken and missing pieces. The patient¿s health was stable leaving the or. The rep was present at the time of surgery. The device was returned on (B)(4). Additional information was requested from the rep as part of remediation and a response was received on (B)(6) 2021: per the rep, the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and the agency didn¿t receive any request for complementary information regarding this issue as well. No additional information.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by (B)(6) on (B)(6) 2020. Design-related issues: the design of the equinoxe primary stem inserter/extractor has been in the field since 2004. Exactech is aware of (B)(4) similar complaint reports involving the damage threads on the equinoxe primary stem inserter/extractor since 2008. Because the involved device is used in anatomic and reverse total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of 0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 25 units, which have been in the field since 2016. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. (B)(4) were reviewed. The risks are captured in risk ID (B)(4). Corrective actions are not required because the occurrence rate is ¿very low,¿ and the risk is captured in the rmr and racr. The damaged threads on the primary stem inserter/extractor reported in case# (B)(4) was likely the result of years of normal use and cross-threading with a mating device, eventually damaging the threads on the knob. However, this cannot be confirmed as the subcomponent was not available for evaluation. IFU (B)(4): instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. All pieces were retrieved from the patient. The engineering evaluation shows that the handle on the device was broken and missing pieces. An investigation was conducted; the damaged threads on the primary stem inserter/extractor reported was likely the result of years of normal use and cross-threading with a mating device, eventually damaging the threads on the knob. However, this cannot be confirmed as the subcomponent was not available for evaluation.